Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. It could not be determined when the needle deployed, and the cause of the reported failure could not be determined. Attempts to retrieve data from the pod were unsuccessful. Without the data, it could not be determined how many pulses the device ran. Corrosion was noted inside the device on the pcb indicating that fluid had leaked in the pod. A tear was found in the internal soft cannula and noted as the source of the leak.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient was hospitalized due to "high" blood glucose (bg) levels >500 mg/dl, while wearing the pod on the abdomen between 36 and 48 hours. Corrections were given at home using the pod but the bg levels did not decrease. At the hospital, the patient was treated with insulin (method unknown). After pod removal, it was noticed that the pink slide did not move forwards, which indicates a failure of the needle mechanism.